Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2017, the patient presented with increased mr of 2. It was believed that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No additional treatment has been performed and the patient remains stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported worsening mr was likely a secondary effect of the slda and therefore related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.